Manufacturer narrative:
Product event summary: the mapping catheter, 2ach20 with lot number 11043357, was returned and analyzed. Visual inspection of the mapping catheter showed that it was stuck inside the balloon catheter while removing it. The loop was damaged, kinked and ribbed. All the electrodes were intact. In conclusion, the mapping catheter failed the returned product inspection due to the tip/loop damage and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.